Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device is returned, a follow-up medwatch report will be sent.

Event description:
It was reported by the patient that, she experiences increased stimulation when passing through security devices at stores.